Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a routine ICD follow up visit. The device, implanted sub-pectorally, is included in the mini iii advisory for b-negative wire failures. The device was replaced without incident and will be returned to cpi for analysis.